Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the ck1, ck2, and ck3 with 2 cc of juvéderm¿ voluma¿ with lidocaine and in the ck3 with 1 cc of juvéderm® volift¿ with lidocaine. Eight months later, the patient was injected in the nl1, nl2, and nl3 and lips with .8 cc of juvéderm® volift¿ with lidocaine and in the lips with .2 cc of juvéderm® volite¿. Seven months later, the patient was injected by another healthcare professional with teosyal®. Four months later, the patient received the bivalent covid-19 vaccine. A week later, the patient developed ¿hard nodules¿ along the lips and nasolabial folds. The patient returned to the teosyal® injector and was treated with reactine® 10 mg for 7 days. Later in the week, the left cheek began ¿swelling¿ and the patient developed ¿a firm, warm nodule consistent with the filler-treated area.¿ a week later, the healthcare professional recommended increasing the cetirizine dose to 40 mg daily x 14 days. The patient returned 11 days later with no improvement and with ¿swelling¿ in the cheeks that increased along with ¿firm, warm, large mobile nodules¿ in both cheeks. The patient also reported ¿up every morning with her eye lids swollen shut.¿ event is ongoing. Additionally, the patient reporting being injected in the cheek area with two unspecified juvéderm®. The patient reported that the event occurred within a week their booster shot of covid-19 vaccine, specifying it as their ¿3rd dose,¿ and their face ¿swelling up, was red, and hardened.¿ this is the same event and the same patient reported under MDR ID# 3005113652-2022-00770 (allergan complaint #pr (B)(4)), MDR ID# 3005113652-2022-00771 (allergan complaint #pr (B)(4)). This MDR is being submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.